Manufacturer narrative:
(B)(4): the device was evaluated by a local third party service provider. Replacing the therapy switch assembly resolved the issue.

Event description:
The customer reported a therapy switch error.